Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported broken wire, however, for clarification the damaged instrument component was a frayed pitch cable. Based on this clarification, the customer reported complaint is confirmed. Instrument was found with frayed pitch cable at distal clevis hub. No damage was found at the clevis. No other cable damage was found. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported broken wire, however, for clarification the damaged instrument component was a frayed pitch cable. Based on this clarification, the customer reported complaint is confirmed. Instrument was found with frayed pitch cable at distal clevis hub. No damage was found at the clevis. No other cable damage was found. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff reported seeing a broken cable on the pk dissecting forceps instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.